Event description:
Report received from the USA stating that the device "came apart." It is known that the device was not being used during surgery. It is unknown if patient or user injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).